Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. "

Event description:
It was reported that during an initial total knee arthroplasty on (B)(6) 2016, while the surgeon was reaming, the tip of a box reamer fractured off. The fractured pieces fell off into the patient and were removed. Another reamer was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during an initial total knee arthroplasty on (B)(6) 2016, while the surgeon was reaming, the tip of a box reamer fractured off. The fractured pieces fell off into the trial and were removed. There was no patient injury and another reamer was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined.